Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was damaged and the battery cap would not attach to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/09/2014 with the following findings: investigation revealed that the battery compartment was cracked in multiple places. A test battery cap was able to fully tighten to the pump. The returned battery cap was worn on the top and the battery cap contacts were found to be out of specification. Unrelated to the original complaint, investigation revealed that the display screen was dim and discolored.